Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The system is not an implantable device. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h6 device code 3191 - laser variation issue. The system was evaluated by a field service engineer (fse). The field service replaced 2 parts on unit. Following part replacements the fse checked system function and operation and all checks passed. System is working within specifications. The manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that there was variation & overcorrection complaint. Through follow-up we learned that there was no patient injury. The surgeon had to plan second treatment to achieve his target. No further information is provided.